Manufacturer narrative:
According to the customer, when the blood pressure cuff inflates, it breaks open and gives an error message. The velcro will not "stay stuck." No injury, medical intervention, serious injury, or follow-up care has been reported.

Event description:
It was reported that the blood pressure cuff opens during inflation, after which the device displays an error message.